Event description:
It was reported when using the bd vacutainer® boric acid sodium borate/formate c&s urine tube, the device experienced underfill/ low draw. The following information was provided by the initial reporter. The customer stated: we have been encountering air vacuum problems.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. The quantity of sample drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® boric acid sodium borate/formate c&s urine tube, the device experienced underfill/ low draw. The following information was provided by the initial reporter. The customer stated: we have been encountering air vacuum problems.